Manufacturer narrative:
One used 6fr angio-seal evolution device was returned for product evaluation. The evolution device was returned mated with the hub of the sheath cap. The severed sheath was returned separately as well. No other accessory components were returned. Visual inspection revealed that the hub of the sheath was found to be mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. The compaction tube was severed within the carrier tube assembly. There was no portion of the compaction tube exposed. Neither the collagen nor the anchor was returned. The hemostasis sheath appeared severed as well. No portion of the suture was visible from either of the severed sections or the sheath hub. The button of the evolution appeared to be soft. No other visual anomalies were noted. Fluoroscopic analysis of the device was conducted, and the presence of gearbox assembly was verified within the evolution body. Functional testing was performed. The carrier tube was manually pulled from the hub of the sheath. The piece of the compaction tube was removed from the tube. Upon pulling force applied to the carrier tube, the gearbox assembly was able to advance from its park position (manufacturing position). The button was then examined and found to be stiff. A slight resistance was felt upon movement of the gearbox in the grove area of the lower handle. The carrier tube was cut at its distal end to discover the suture. A pair of tweezers was used to dislodge the suture from the spool. The button was completely pressed, and the suture was able to release as intended. No functional issues were noted. The gearbox assembly was then functionally tested by turning the drive gear counterclockwise moving the rack distally. The rack advanced smoothly with no anomalies noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not pulled back enough until the colored compaction marker. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 27sept2019. The procedure that was being performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The release button failed, they then cut across the plastic tubing and string to detach. The device appeared to be deployed fine and hemostasis was achieved.

Manufacturer narrative:
Expiration date - unknown due to unknown product code/lot# combination. UDI: unknown due to unknown product code/lot# combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown product code/lot# combination. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that everything was fine until when they went to push the angio-seal device button and pull back; the button did not work, and they had to cut the device with scissors and pull it out. The patient's groin seemed normal, and there was no bleeding. It was a successful intervention. The patient was reported to be in stable condition.